Manufacturer narrative:
The result of the investigation showed no9 device failure, the event could not be duplicated. No further info is expected for this specific event, and the case is considered closed. The root cause of this event cannot be determined.

Event description:
It was found membrane broken during the first use. Blood flow rate: 200ml/min. Tmp: 50-80mmhg. No blood loss for the patient. No medical intervention necessary.